Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. Evaluation summary: a male patient reported insulin was not coming out of his humapen savvio device. The patient experienced increased blood glucose the device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient was unaware that priming was required. Troubleshooting was performed, with guidance of a trained professional, which included detailed priming instruction. The insulin was then released normally. There is evidence of improper use. The patient did not prime the device before use. This may be relevant to the event of increased blood glucose.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) male patient of unspecified ethnicity. Medical history was not reported. Concomitant medications included atorvastatin for cholesterol, lansoprazole for stomach, pregabalin for restless leg, metoprolol for heart, furosemide for water retention, clopidogrel as blood thinner, amlodipine for heart, metolazone for water retention, isosorbide mononitrate, spironolactone and aspirin for unknown indications. The patient received human insulin (rdna) injections (humulin r 100 unit/ml) from a cartridge via reusable humapen savvio (red) pen and human insulin isophane suspension (rdna origin) injections (humulin n ) from an unknown formulation, for the treatment of diabetes beginning on an unknown date (dosage regimen and indication were not provided). Approximately since (B)(6) 2017, he had been having issues with his human insulin cartridge. The insulin was not coming out from his pen ((B)(4) and lot unknown). On an unknown date, after starting human insulin and human insulin isophane suspension, twice his sugar readings were as high as 33.5 (unit was not reported), which never happened before. The event of sugar readings was as high as 33.5 was considered serious due to medical significance. It was noted that he was not priming before each injection. Information regarding further corrective treatment was not provided. He had not yet recovered from the events. The status of human insulin was ongoing and for human insulin isophane suspension was not reported. The operator of humapen savvio (red) pen and training status were not provided. The general humapen savvio (red) pen duration and the suspect humapen savvio (red) pen duration of use were not provided (reported as several months). The suspect device with (B)(4) was not returned to the manufacturer. The reporting consumer did not relate the event of sugar readings were as high as 33.5 to human insulin and human insulin isophane suspension therapy and related the event to humapen savvio (red) pen. The reporting consumer did not relate the event of drug dose omission to human insulin and related the event to humapen savvio (red) pen. Update 15jan2018: additional information received on 12jan2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields /european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4) associated with unknown lot of humapen savvio (red) pen. Corresponding fields and narrative updated accordingly.